Event description:
New information received notes that phrenic nerve stimulation was not caused by the right ventricular lead and resolved on its own.

Manufacturer narrative:
Correction: h6 additional information: b5

Event description:
It was reported that the non-pacing dependent patient presented for in-clinic follow up with a complaint phrenic nerve stimulation. A device interrogation also revealed noise exhibited by the right ventricular lead. Programming changes were made. The patient was stable.